Manufacturer narrative:
Lot# review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. Visual analysis of return: received the following on 9/29/2016: one used carefusion pumpset three used ch2000s-c, spinning spiros. One used cl2000s chemolock. Two used curos caps. The curo caps were added to the carefusion pumpset y-sites along with one spiros. The second spiros was added to the end of the pumpset. The third spiros was observed to contain blood and was not connected to a device. The chemolock was attached to the pumpset just above a drip chamber. Functional testing: the total fluid circuit of the devices returned was pressure leak tested with no leakage observed. The stand alone ch2000s-c spinning spiros was pressure leak tested and no leakage was observed. The ch2000s-c spinning spiros connected to the male spin luer had the shear tab stuck in the gate well. The ch2000s-c spinning spiros separated from the male spin luer at 1.90in-lbs. Final analysis summary: the complaint of a carefusion tubing set detaching from a ch2000s-c spinning spiros was able to be confirmed. The shear tab was in the gate well and caused the spin feature to become bound up. Subsequent rotation of the ch2000s-c spinning spiros resulted in premature disconnect. This is a rare issue but a process improvement has been completed to eliminate this issue from recurring.

Event description:
Complaint received regarding one ch2000s-c, spinning spiros, lot# is unknown. Report states "on (B)(6) 2016, patient reported blood coming from his PICC line. The rn looked at the line and noticed that the spiros was attached to the microclave and blood was coming out of central line. The carefusion tubing was detached. The rn administered a spill kit and the patient showered with no problems reported. No significant blood loss. The nurse that added spiros to the distal end of the line is an experienced nurse that has used spiros for years." No adverse patient consequences reported.

Manufacturer narrative:
Lot# review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. Not returned.

Event description:
Complaint received regarding one ch2000s-c, spinning spiros, lot# is unknown. Report states "on (B)(6) 2016, patient reported blood coming from his PICC line. The rn looked at the line and noticed that the spiros was attached to the microclave and blood was coming out of central line. The carefusion tubing was detached. The rn administered a spill kit and the patient showered with no problems reported. No significant blood loss. The nurse that added spiros to the distal end of the line is an experienced nurse that has used spiros for years." No adverse patient consequences reported.